Event description:
It was reported that the customer experienced a low blood glucose level (bg value was unknown); cause was unknown. Reportedly, customer declined assistance by emergency medical services and further assistance from tandem technical support regarding the issue. No additional patient or event information was available.